Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-01952. This report will be amended when our investigation is complete.

Event description:
It is reported that patient is experiencing tibial loosening after total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h11. Upon further review of the reported event, it was identified that the previous investigation results submitted were sent with information that did not pertain to the reported event. The following investigation is accurate to the event regarding this report. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-rays were returned an evaluated by a third party health care professional. The evaluation of the x-rays from (B)(6) of 2016 demonstrate radiolucencies of the medial and lateral tibial plate and bone cement interface that are indicative of loosening. The claim that there was little to no bone cement adhesion to the tibial plate is confirmed as there are radiolucencies of this interface. The tibial component also has a varus alignment. The evaluation of the x-rays from (B)(6) 2016 demonstrate a knee that is intact with a stemmed tibial component. There skin staples that were noticed that indicate a recent revision procedure of the knee was conducted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.